Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a leak at one of the water purification module quick disconnects. The cse replaced the connector, resolving the leak. The cause of the operator receiving a shock from the instrument was due to a human factors issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 500 instrument discovered a leak at the back of the analyzer. The customer removed the left rear vertical cover to gain access to the leak without powering off the instrument and received an electrical shock from one of the power connections. There are no reports of patient intervention or adverse health consequences due to the operator receiving an electrical shock.